Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the icp readings couldn't be taken with the two icp boxes in beaumont recently. The boxes were losing power. Therefore, they could only get 4 hours worth of readings with intermittent losses of reading (during these 4 hours). The patient was then sent home.

Manufacturer narrative:
It was initially reported that the device would be made available for evaluation. It was later communicated that the device would not be returned. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.